Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s certified clinical hemodialysis technician (ccht) reported that that the venous pressure spiked and the blood pump stopped immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a venous pressure alarm. A fresenius dialyzer and bloodline were in use. There were no issues noted on the dialyzer or bloodline. There were no loose connections or issues noted during priming. There were no changes in pressure or blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the disinfection and preparation process for analysis, the complaint product sample was inspected and found to be in good condition. No visible damages were observed. During the visual inspection it was found that there was an accumulation of blood in the chamber filter; however, it could not be determined what caused the clotting. The lines were not kinked/pinched or obstructed in a way that could contribute to the alleged problem. No visible damage was observed on the product. During the functional test no disconnection, leaks, air bubbles, level variation on the venous or arterial chamber or any alarms were noticed. The clamps required to be closed functioned as intended, no defects were detected with the integrity of the clamps. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The sample test worked as intended without any abnormalities during the test period. Upon completion of the evaluation, the reported event was not confirmed.

Event description:
A user facility¿s certified clinical hemodialysis technician (ccht) reported that that the venous pressure spiked and the blood pump stopped immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a venous pressure alarm. A fresenius dialyzer and bloodline were in use. There were no issues noted on the dialyzer or bloodline. There were no loose connections or issues noted during priming. There were no changes in pressure or blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.